Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the valve failed to close and water was pouring out of it when left without an instrument during the vitrectomy surgery. The surgery was completed but unknown how it was completed. There was no patient impact.